Event description:
A consumer reported that after cataract surgery with intraocular lens (iol) implantation procedure, he experienced cloudiness in the lower left portion of his vision, which shifted with eye movements. He also experienced halos, and under certain lighting he lost focus and could not see. He noticed that the things at distance appeared smaller like he was looking through the wrong end of binocular. The consumer had spoken with his surgeon, who recommended to wait till another month. At his last visit the surgeon reported slight improvement. The consumer was considering a second opinion. Additional information was requested and received. The consumer reported a cloudy blind spot on lower left side of left eye, which was triggered by exposure to bright light. It appeared to be complicated at night with bright light exposure. While attending sporting events or big box stores that use halogen or led bright white lighting were particularly problematic. Consumer had scratchiness in the left side of left eye. Halos or rings appeared on distance vision up until about 15-20 feet. On a car¿s headlights the rings could be as large as the car until about 50 feet, where there size appeared to diminish until going away at approximately 20 feet. When looking at distant objects it appeared like looking through a plastic box using the opposite side of the binoculars. Objects appeared to be smaller, more distant, and unreal or plastic. Consumer is waiting till the next follow-up to see if time helps resolve the issues and thinking to get second opinion as well.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The surgeon has not responded to requests for further information. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).